Event description:
Boston scientific received information that a week from the day of call, this pacemaker had less than two months battery remaining estimates. However, prior to change out, the device has >1 year remaining battery life. Boston scientific technical services (ts) discussed that the physician performs the device check and uses the same programmer the field representative used. Attempts to obtain additional information were unsuccessful. The field representative was unable to provide the information needed. The device remains in service. No adverse patient effects were reported.

Manufacturer narrative:
(B)(4). As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.